Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the device was working as intended and no functional issue was found to confirm the reported event the internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a surgeon almost experienced a collision between the arm and the patient head at the side where no mayfield was mounted, when the robot was trying to get to the trajectory of the left electrode. The surgeon did stop the robot movement and re-planned the trajectory to complete his procedure. There was no patient/user impact reported.